Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pcu device power cord was burnt and the pca device was melted. The customer believes that the pca device caught on fire and melted the pcu device power cord. However, the pcu power cord was not plugged in during the discovery of damage. There was no patient involvement.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-98859 is a concomitant. Please refer to manufacturer report number 2016493-2025-98832, which captured the correct suspect device per investigation report.

Event description:
It was reported by customer that the pcu device power cord was burnt and the pca device was melted. The customer believes that the pca device caught on fire and melted the pcu device power cord. However, the pcu power cord was not plugged in during the discovery of damage. There was no patient involvement. The customer also mentioned that there were no coverings such as bags or wrappings around the device. Also that the power cord was stored by being wrapped around the pcu.